Manufacturer narrative:
The device will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported, therefore, no qualification records were reviewed. The omnipod user guide warns "test results greater than 250 mg/dl man high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe if you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The patient's wife reported that her husband activated the device on (B)(6), at 7:09 pm. His blood glucose measured 331 mg/dl, at 7:55 pm, although it had been in normal range earlier that day. His bg ranged from 57 mg/dl to 107 mg/dl during the day (B)(6) but rose to 380 mg/dl by 10:02 pm. He had 80 grams of carbohydrate at 4:41 pm and another 16 g at 9:41 pm. She also stated that he mowed the lawn that day. The caller stated that her husband was nauseated, did not eat at all, and slept all day on (B)(6). His bg measured 310 mg/dl, at 4:25 pm. After the last reading, she decided they needed to go to the hospital. The pd was deactivated at 5:21 pm and he was admitted with hyperglycemia. The caller did not report any individual meal or correction boluses with the history, but on (B)(6) total bolus delivery was 38.75 units and total basal delivery was 17.85; on (B)(6), boluses totaled 13.8 u and basal 18.45 u.